Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received sensor error, weak signal, and no calibration. Customer's blood glucose at the time of call was 149 mg/dl, and 130 mg/dl. Customer reports to have had blood glucose of over 400 mg/dl in the previous week. It is also reported that customer experienced blood at site and ongoing infection at site. During troubleshooting, it was found that customer had a bent cannula. Customer was advised to contact healthcare professional regarding infections. No further information provided.